Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 570 mg/dl, 500 mg/dl, 540 mg/dl, 280 mg/dl, 330 mg/dl, 130 mg/dl and 285 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin pump for high blood glucose level. The customer stated that the o-rings in bottom was damaged. Customer was unsure if leak was past first or second o ring. The customer stated that there was not an air bubble in the reservoir. The customer stated that they had never had a leak before. The customer stated that when motor pushed insulin in not coming down. The customer stated that the fluid in reservoir compartment when removing reservoirs. The customer stated that the insulin pump had hardware low level failures alarm. The customer was not able to pass self-test. The insulin pump will be returned for analysis.

Manufacturer narrative:
Evaluated 1 open or used reservoir. Performed pre-fill reservoir test per (B)(4). Found reservoir no leakage and no air bubbles anomaly when removing the plunger, performed manual test per (B)(4) appendix g and found plunger easy to release from stopper-plunger. Also inspected reservoir's o-rings or stopper groove for anomalies. None were found. Ran basal, bolus leaking test per (B)(4) as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm pump. Performed insulin pump manual prime, visual fluid flow through infusion set and out catheter tip. Conclusion: reservoir does not leak.